Event description:
During the atrial fibrillation procedure with pfa, optical issues resulted in a procedural delay. When the tactiflex se irrigation catheter was inserted into the heart and connected to the tactisys and ensite, the contact force value was not displayed, and displayed as "-g" in a magenta font. The tactisys passed the self-check. The ensite and catheter were reconnected to the tactisys, the tactisys was restarted, and the study was re-entered, but no contact force value was displayed. The catheter was replaced, but the event was not resolved. The tactisys was replaced, and the contact force value was displayed properly. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One tactisys¿ quartz, sn (B)(6) was received for evaluation. Contact force was not observed during investigation. Based on the information and investigation provided to abbott, the root cause was isolated to the red fiber optic cable. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.